Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/ undefined impedance. The lead was reprogrammed and remained in use until it was later capped and replaced during a routine implantable pulse generator (ipg) replacement procedure. No patient complications have been reported as a result of this event.